Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has damaged o-ring for helium tank. There is no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (investigation findings)

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) verified o-rings to begin tact. Small helium leak on cardiosave cart was detected. Re-tightened helium connection nuts on cart and verified that cardiosave was passing helium leak tests as per cardiosave service manual. Ran and passed all performance and function tests.